Event description:
Customer states discrepant total psa, free t3 and tsh patient results occurred on multiple days. Customer provided the following four examples, no units of measure given. Sample 1, tested in 2009, initial total psa result gave 0.093, repeated twice gave less than 0.002 both times. Sample 2, tested the next day, initial free t3 result gave 5.83, repeated twice gave 1.33 and 1.38. Sample 3, tested five days later, initial total psa gave 0.018, repeat gave less than 0.002. Sample 4, tested two days later, initial tsh result gave no value, repeated twice gave 0.045 and 2.58. No information was provided to determine if any adverse events occurred.

Manufacturer narrative:
The field service representative exchanged the following parts in 2009, maintenance kit and two pinch valves. A week later, he replaced the detection unit, measuring cell, sipper assembly, ang-ep and ecpu550. It was also noted the following month, the field service engineer performed an assay performance check test.